Event description:
Samples gave erroneous results for co2, all units in mmol/l, repeat testing performed on different analyzer. (1) initial 31, repeat 24 (2) initial 41, repeat 26 (3) initial 42, repeat 24. Initial results were reported, patients not adversely affected. The bio-medical engineer determined the instrument was contaminated. The instrument was decontaminated.